Manufacturer narrative:
The padlock clip eftr kit subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure, user facility personnel experienced difficulty with the snare following deployment of the padlock clip. The procedure was completed successfully and no injury was reported.